Manufacturer narrative:
The device will not be returned as the implant coil was implanted and the pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per our instructions for use (IFU): warnings: "due to the delicate nature of the axium¿ prime detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during placing of the axium coil, the coil unraveled and was unable to be retrieved. Therefore, the coil was pulled to the external carotid artery to prevent peripheral embolism and placed there. The cause of the event might be a thrombus aneurysm. This event occurred during the treatment of a ruptured anterior communicating aneurysm (a-com). The max diameter was 6mm. The coil was intended to implanted in the external carotid artery. There were no reports of patient injury in association with this event.